Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, during the procedure, the anatomy of the patient's cervix was difficult. The cervix was loose. They received a fluid loss alarm of 10cc's. The representative immediately mentioned to the physician "there is a risk of a small vaginal burn if you continue." The doctor replied that she is "ok with the patient being burned if it meant that they were able to complete the surgery." The procedure was completed and there was a small cervical / vaginal burn. The physician stated that the burn "was less than a 1st degree burn. It was very minor." Silvadine ointment was used on the burn. The patient's condition was reported as "fine."

Manufacturer narrative:
Product is not expected to be returned; therefore, an evaluation of the product could not be performed. If product is returned, a new complaint investigation will be opened. The complaint was reported that three minutes into the ablation a 10 cc fluid loss occurred. It was noted that the patient has a patulous (loose) cervix, which makes it difficult to maintain a proper cervical seal. Despite the patient anatomy issue and the warnings of the sale rep, the doctor decided to continued to with the procedure. A burn resulted and it appears as though the cervical seal was not properly maintained. The importance of a cervical seal is also summarized in pages 5 - 7. On page 48, it states that should a fluid loss alarm occur that the procedure should be stopped and a cervical sealing tenaculum applied but that if the leak cannot be stopped that the procedure should be aborted in order to prevent thermal injury to the patient. On page 38 of the users manual it states to carefully observe the junction of the hta system procedure sheath with the external cervical os to confirm a good cervical seal and no fluid leakage.